Event description:
Information was received from a healthcare professional and patient with an implantable neurostimulator (ins) that had a loss of efficacy. The patient reported he was using the device occasionally and it didn't help the right knee pain. The device had not really been very helpful and he was interested in other treatment options. The final programming date and time for the most recent interrogation prior to the event was (B)(6) 2015. Reprogramming was performed on (B)(6) 2015. On (B)(6) 2016, the entire system was explanted (and not replaced). The event was unresolved at the time of study exit/death/study closure. The event was possibly related to the device or therapy, and not due to programming.

Event description:
Information was received from a health care provider from a clinical study via a company representative (rep), that the patient exited from the study on (B)(6) 2016 because the device was replaced by a competitor device. At the time of the exit, the event was unresolved.

Manufacturer narrative:
Upon further review, corrected aware date to 12/27/16. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.